Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system leaked during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the patient was treated at the outpatient department due to heart disease. The patient was given infusion treatment according to the doctor's advice. During the normal using, the leakage was found, which affected the normal use of the patient, and the patient was immediately replaced with a new product".

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system leaked during use. The following information was provided by the initial reporter, translated from chinese to english: "the patient was treated at the outpatient department due to heart disease. The patient was given infusion treatment according to the doctor's advice. During the normal using, the leakage was found , which affected the normal use of the patient, and the patient was immediately replaced with a new product."

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9170851. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.